Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which was reproduced. The device evaluation found the pump to falsely detect upstream occlusions caused by continuity on the upstream sensor tail pins. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.